Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found a stuck upper hook switch which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize an open door which was reproduced. The unit was found not to recognize an open door. The reported symptom was verified and found to be caused by a stuck upper hook switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. There was no patient involvement. No additional information is available.